Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Manufacturer narrative:
This event was determined to be related to (B)(4).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the reducer associated with this complaint and completed investigations. Failure analysis investigation was able to confirm/ reproduce the reported complaint. The reducer was found to be broken and the silver tip was able to be pulled off. There were no broken pieces. Advanced failure analysis engineer conducted further investigation and attributed this to manufacturing based on the reducer tip investigation. The root cause has been identified as a missing undercut feature on specific lots of the reducer tip subassembly. A product investigation report has been initiated to further investigate the root cause advanced failure analysis engineer conducted further investigation via a product investigation report and attributed this failure mode to be a manufacturing issue at the subcomponent supplier. A log review could not be performed on the reducer because the item does not get captured in the logs. A review of the site's complaint history shows no other complaints related to this product. Review of the provided images are consistent with the alleged complaint of the tip was missing from the reducer. This event has been deemed as a reportable event because it was alleged the tip of the reducer fell inside the patient during a da vinci assisted procedure with no evidence or claim of user mishandling/ misuse. The reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment falling into the patient may require surgical intervention. Follow-up was attempted, but the missing patient information in was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a 6-hour da vinci-assisted surgical procedure, when the surgeon had pulled out his hand from a gel port, the broken tip of the reducer was in his hand. The reducer was removed from the trocar and verified that the tip was missing. The fragment was retrieved from the patient during the same procedure. An x-ray was taken in the operating room the same evening. According to the surgeon, he did not know the reducer was broken or what may have caused the breakage. The reducer along with the tip were cleaned and returned to isi.